Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This investigation is on-going, and the results will be communicated to FDA via follow-up MDR within thirty days of its conclusion.

Event description:
The hub of the catheter is leaking on all units. No adverse patient outcome.

Manufacturer narrative:
The device was returned to vygon us, and was forwarded to the manufacturer for evaluation and complaint investigation. This device examination showed that the device involved was a premicath. This catheter was returned with a 5ml syringe connected, and was leaking at 18.7 cm. Microscopic examination showed two small diagonal running cuts in the catheter tube. Vygon cannot confirm a quality problem with the product. Each catheter is leak and flow tested before packaging, so a production fault is very unlikely. The IFU for this product warns not to force injections through the catheter, or to use syringes smaller than 10ml in size.

Event description:
The hub of the catheter is leaking on all units. No adverse patient outcome.